Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the recirculation pump of the granuflo mixer was making noise and smoke was observed emanating from the device. The mixer then went to "cycle complete." No patient involved and no treatment was impacted as a result of this event. Follow-up information was provided by the biomedical technician who revealed that the motor was replaced to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The granuflo dissolution unit was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). However, the biomedical technician provided follow-up information which revealed that the recirculation motor was replaced to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The recirculation motor was returned for failure analysis. The recirculation motor was received by the manufacturer for physical analysis. A visual inspection of the motor found the part to be in good cosmetic condition. Functional testing was performed which found that the unit did not generate any unusual sounds or smoke during testing, however, the motor was not working (spinning). An internal examination of the motor revealed that the impeller bushing was melted onto the inner cavity of the front housing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned device revealed that the impeller bushing was melted to the inner cavity of the front housing. Therefore, the complaint has been deemed confirmed.